Event description:
Medics responded to a cardiac arrest, pt unresponsive when crew arrived. Reportedly, when an attempt was made to charge the device, it would not charge. The device operator pressed the charge key again without success. The device operator wiggled the cables and the device successfully delivered a shock to the pt. The pt was not resuscitated.